Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 112mg/dl. No further information was provided. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.